Event description:
It was reported to boston scientific corporation that a jagwire guidewire was being used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complainant, when the packaging was opened the tip of the guidewire had detached and become like powder. There was no damage reported to the packaging and the sterile barrier appeared uncompromised. The procedure was completed with another jagwire with no patient complications. The patient has been described as stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was being used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011.according to the complainant, when the packaging was opened the tip of the guidewire had detached and become like powder. There was no damage reported to the packaging and the sterile barrier appeared uncompromised. The procedure was completed with another jagwire with no patient complications. The patient has been described as stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the tip of the guidewire was damaged. Parts of the pebax coating had detached and one side of the pebax surface was found flattened and scraped. Remnants of adhesive were found indicating that the pebax section had been properly attached to the corewire. There was no damage noted to the ptfe coating and the diameter of the guidewire was found to be within specification. It is possible that during the clinical attempt (unpacking/preparation) the device could be handled improperly, thereby, causing the damages found. Therefore the most probable root cause is 'handling damage.' A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed no other complaints reported for lot number 12328134.